Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Evaluation summary: it is not known at this time if the products implanted were zimmer products. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. There is insufficient info to perform a probable cause analysis. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt is presenting with pain and ambulatory difficulties.